Manufacturer narrative:
The reported events are lead dislodgement and failure to sense. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the partially extended helix was clogged with blood. After cleaning and applying the torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification. The reported event for failure to sense was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a clinic follow-up, dislodgement of the right atrial (ra) lead was confirmed by diagnostic imaging. The ra lead was explanted and replaced to resolve the event. The patient was stable.